Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 11july2019. The device was not returned for evaluation. The customer was advised on replacement parts and repair. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The unit failed the o2 flow accuracy test. The device was not being used for treatment when the reported event occurred. The event date was not specified, estimate used.